Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article: "effectiveness of endoscopic ultrasound (eus)-guided choledochoduodenostomy vs. Eus-guided gallbladder drainage for jaundice in patients with malignant distal biliary obstruction after failed endoscopic retrograde cholangiopancreatography: retrospective, multicenter study (gallbladeus study)," by antoine debourdeau, et al. Per the article, a multicenter retrospective study included 78 patients with obstructive jaundice secondary to malignant distal biliary obstruction (mdbo) who underwent endoscopic ultrasound-guided gallbladder drainage (eus-gbd) (41 patients) or endoscopic ultrasound-guided choledochoduodenostomy (eus-cds) (37 patients) with lumen-apposing metal stents after failed endoscopic retrograde cholangiopancreatography (ercp) between july 2018 and july 2022. A fatality occurred due to the lumen-apposing metal stent (lams) entering the peritoneum, which could not be managed endoscopically. Percutaneous drainage and external drain placement did not improve the resulting septic condition from biliary peritonitis.

Manufacturer narrative:
Block b3: the exact date of the patient's death is unknown. The provided date of patient's death of (B)(6) 2018, was chosen as the best estimate based on 30 days from the retrospective study start date of (B)(6) 2018. Block d4, h4: detailed product information, including device availability for evaluation was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1 (initial reporter address 1): the initial reporter address is (B)(6). Block g2: literature source: antoine debourdeau; jules daniel; ludovic caillo; eric assenat; philippe pouderoux; jean-francois bourgaux; martin bertrand; thomas bardol. "Effectiveness of endoscopic ultrasound (eus)-guided choledochoduodenostomy vs. Eus-guided gallbladder drainage for jaundice in patients with malignant distal biliary obstruction after failed endoscopic retrograde cholangiopancreatography: retrospective, multicenter study (gallbladeus study)." Digestive endoscopy 2025; 37: 103-114. Block h6: imdrf device code a1502 captures the reportable event of lams entering the peritoneum. Imdrf patient code e1024 captures the reportable patient complication of septic condition from biliary peritonitis. Imdrf impact code f2301 captures the percutaneous drainage and external drain placement. Imdrf impact code f02 captures the patient death.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been corrected. Block b3: the exact date of the patient's death is unknown. The provided date of patient's death of (B)(6) 2018, was chosen as the best estimate based on 30 days from the retrospective study start date of july 2018. Block d4, h4: detailed product information, including device availability for evaluation was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1 (initial reporter address 1): the initial reporter address (B)(6). Block g2: literature source: antoine debourdeau; jules daniel; ludovic caillo; eric assenat; philippe pouderoux; jean-francois bourgaux; martin bertrand; thomas bardol. "Effectiveness of endoscopic ultrasound (eus)-guided choledochoduodenostomy vs. Eus-guided gallbladder drainage for jaundice in patients with malignant distal biliary obstruction after failed endoscopic retrograde cholangiopancreatography: retrospective, multicenter study (gallbladeus study)." Digestive endoscopy 2025; 37: 103-114. Block h6: imdrf device code a1502 captures the reportable event of lams entering the peritoneum. Imdrf patient code e1024 captures the reportable patient complication of septic condition from biliary peritonitis. Imdrf impact code f2301 captures the percutaneous drainage and external drain placement. Imdrf impact code f02 captures the patient death.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article: "effectiveness of endoscopic ultrasound (eus)-guided choledochoduodenostomy vs. Eus-guided gallbladder drainage for jaundice in patients with malignant distal biliary obstruction after failed endoscopic retrograde cholangiopancreatography: retrospective, multicenter study (gallbladeus study)," by antoine debourdeau, et al. Per the article, a multicenter retrospective study included 78 patients with obstructive jaundice secondary to malignant distal biliary obstruction (mdbo) who underwent endoscopic ultrasound-guided gallbladder drainage (eus-gbd) (41 patients) or endoscopic ultrasound-guided choledochoduodenostomy (eus-cds) (37 patients) with lumen-apposing metal stents after failed endoscopic retrograde cholangiopancreatography (ercp) between july 2018 and july 2022. A fatality occurred due to the lumen-apposing metal stent (lams) entering the peritoneum, which could not be managed endoscopically. Percutaneous drainage and external drain placement did not improve the resulting septic condition from biliary peritonitis. Please see the referenced article for full details and full listing of physicians and healthcare facilities. Note: it was reported that the axios stent was implanted during an endoscopic ultrasound (eus)-guided choledochoduodenostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be used for an endoscopic ultrasound (eus)-guided choledochoduodenostomy procedure.